Event description:
A customer reported that the pump's speaker had become quieter, and the vibration was not as strong, making it challenging to hear or feel alerts. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.